Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Evaluation confirmed the reported symptom. Further evaluation identified that the absence of audio was due to a failed speaker. All detection capabilities and functions performed as expected. The device was determined not to be within specification in relation to the reported symptom. The speaker was replaced and the device was returned to the customer.

Event description:
It was reported that a pump has no audio function. The customer stated that there was no pt injury.